Event description:
It was reported that only 4 electrode channels are viable for stimulation and that the status of the cochlear implant electrodes has deteriorated over time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.